Event description:
The customer reported that the insulin pump kept alarming, but the alarm did not show on the display. Then the doctor from a medical center called to report that the customer was hospitalized with high blood glucose of 601mg/dl, and the insulin pump should be replaced. The customer was treated with and insulin drip and his glucose level went down. The customer experienced fatigue, dizzy, urinating, and headaches. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.